Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon used three different clip appliers to position clips on the mesenteric artery and they all showed the same issue. The clips failed to close properly and subsequently fell off the structure. Some clips actually fell off the applier before reaching the structure. The case was carried out and finished by using a competitor's device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: did any of the clips fall into the patient? Yes. If so, how were the clips retrieved? With grasping forceps. Did the retrieval of the clips alter the procedure or the patient outcome? If so please explain? No. Which firing of the device did this event occur on? First. When applying the clip on the vessel. What vessel or structure was the device fired on at the time of the event? Mesenteric artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Out of the patient. What were the indications for surgery? What was found? Cancer. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results of the devices (a, b and c) found that they were received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the devices were functionally evaluated. Upon firing of each device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch records were reviewed and no anomalies were noted during the manufacturing process.